Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the device emitting too much light was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source is giving off too much light, a high light issue. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) stating that he has a light source that is giving off too much light like it was next to the sun as they described it and the only way to help this issue is by putting the brightness to zero. The customer confirmed this was happening to all 180 and 190 scopes, and continued after changing the light bulb. Tac recommended to have clv-190 sent in for service . The device has not yet been received by olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.